Event description:
A (B)(6) male patient contacted zoll customer support to report that he could not remove his battery pack from his monitor and that he had previously dropped his monitor. The patient was provided a replacement battery pack and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery stuck in monitor) was confirmed. Upon investigation the battery was unable to power on a monitor. A review of the flag files revealed the battery was used for around 36 hours without charging between (B)(6), which caused the battery voltage to go below 7.2v and prevented the battery from powering on a test monitor. The cause of the patient not charging the battery was unable to be positively identified, but could be due to a bent battery ear on the patient's monitor, which prevented the battery from being easily removed and inserted into the monitor. The cause of the damaged monitor ear was likely the reported dropping of the monitor by patient. Monitor sn (B)(4) was evaluated. The battery ear was found to be bent which interfered wit the easy insertion and removal of a battery pack from the monitor. The monitor was otherwise fully functional and able to detect and treat a patient. The cause of the damaged battery ear was likely the reported dropping of the monitor by the patient.